Event description:
The customer reported that the drive support cap was sticking out and she pushed it back in, it delivered a large amount of insulin. The blood glucose reading was 134mg/dl. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received with a protruded/loose drive support disk, missing end cap sticker, cracked battery tube threads and scratched display window.